Event description:
Boston scientific received information that this right ventricular lead got dislodged a few weeks post implant procedure. The physician performed a surgical intervention and this rv lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In particular, the length of full extension of the fixation helix was within the technical specifications. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).